Event description:
When removing a regular u by kotex tampon, the tampon fell apart. It unraveled almost completely. I¿ve stopped using the product and I still have the box of tampons. Is the product over-the-counter? Yes. Do you still have the product in case we need to evaluate it? Yes. How was it taken or used: vaginal. Date the person first started taking or using the product: (B)(6) 2019. Date the person stopped taking or using the product: (B)(6) 2019. Why was the person using the product? Menstruation.